Manufacturer narrative:
The corrective action statement is approved / authorized and final review of the complaint will be conducted by the designated complaint handling unit (dchu). Complaint: needle retraction failure, starting IV on patient attempted to retract needle and device did not retract. Lot analysis: device/batch history record review: yes. Reason: dhrs are available for review as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: the lot was built on afa line 2 on june 5, 2017 through june 11, 2017 and packaged on line 11 for the quantity of (B)(4) units. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in process samples (including but not limited to) for needle retraction by button activation and adhesive overfilled/drip as well as periodic cleaning/alignment of the glue grippers were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. The peura (end user risk analysis) rm5835 rev 11 version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: observations and testing could not be performed because units were not provided for investigation of this incident. Investigation samples(s) meet manufacturing specifications: unknown; units were not provided for observation and testing. Conclusions: the defect stated in the event description could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not provided for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the description of the complaint. This incident is indeterminate. Unable to confirm the customer¿s experience because units were not provided for evaluation and testing. Unable to reproduce the customer¿s experience because units were not provided for evaluation and testing. Relationship of device to the reported incident: indeterminate.

Event description:
It was reported during use of the 22 g x 1.00 in. Bd insyte¿ autoguard¿ shielded IV catheter when starting and IV on the patient healthcare professional attempted to retract needle and device did not retract.¿ there was no report of injury or medical intervention.